Event description:
On (B)(6) 2024, the user's wife contacted dario to report high blood glucose (bg) readings. The user's wife reported, that since (B)(6) the user had been experiencing symptoms and that he felt unwell. In addition, she reported that her husband received bg readings from his dario meter that were 80 mg/dl higher than the bg readings that were received from his doctor's meter. The user's wife also reported that due to the above, she proceeded to increase the user's medication, and due to this increase in medication, the user was hospitalized on (B)(6). The user's wife reported that at the hospital, the doctors reduced the user's medication, and that it took several days until the user was feeling better.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that at the time of his hospitalization, the user was using a cartridge of strips that had expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". A replacement of dario's strips, control solution and meter was sent to the user together with a return material authorization (RMA) package to further investigate this issue. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. The high bg readings may have been due to misuse of the strips. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.